Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for, as well as a direct correlation between the device and the reported worsened right ventricular (rv) dilation and dysfunction could not be conclusively determined through this evaluation. It was reported that the patient's rv dilation and dysfunction were found through an echocardiogram (echo) to be worse than they had previously been. It was later communicated that the patient had been on treatment for right heart failure prior to implant of the heartmate 3 left ventricular assist system (lvas). The patient will continue with close follow-up and monitoring. The patient remains ongoing on heartmate 3 lvas, (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists right heart failure as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," provides the recommended treatments for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing right ventricular dysfunction and right ventricular dilation.